Manufacturer narrative:
Upon reception of the subject home monitor, the reported behavior could not be confirmed. Nevertheless, the home monitor was not functional. There was no connection with the back office and implant detection could not be performed, even though the status light was green. In-depth analysis could not confirm the reported behavior either. However analysis revealed that the subject device was associated to an implant that has most probably been reassociated to another home monitor. As the subject home monitor is still attempting to send files corresponding to the associated implant, the back office rejects the communication. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, following an incident and several tests performed, the subject home monitor kept switching off two minutes after that the led lit in orange.

Event description:
Reportedly, following an incident and several tests performed, the subject home monitor kept switching off two minutes after that the led lit in orange.